Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: "exhalation obstructed" was reported when the ventilator was connected to the patient. Hamilton t1 ventilator not working due to exhalation obstruction alarm. Passed all tests but failed repeatedly when connecting to patient for transfer. Manifested as prolonged expiration with failure to initiate next respiratory cycle.